Event description:
The catheter lost temperature sensing during the case. No temperature sensing was noted on the stockert generator. A new catheter cable did not fix the problem. Once we handed over a new catheter the problem was resolved. No harm came to the patient.